Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported his insulin pump got wet in a rain storm. He stated lightning hit the ground a few feet from where he was. There was water in the insulin pump. Customer stated the device has no alarms, blanks display, or any other type of damage. The device passed a self test. Customer stated his sensor readings have been inaccurate. Customer's call was transferred to a sensor technical specialist. Customer's blood glucose was unknown. Nothing further reported.